Event description:
It was reported that the prostiva handpiece needles failed to retract into the cartridge. The physician thought the device felt different. Upon deploying the needles in and outside of the pt, the cartridge broke leaving the needles permanently deployed. The procedure was completed with a new handpiece. There were no pt injuries.

Manufacturer narrative:
The device is included in the medical device safety alert, prostiva rf model 8929 hand piece needle retraction failure.